Event description:
It was reported that 12 bd ultra-fine¿ nano¿ pen needles unable to deliver insulin or medication. The following information was provided by the initial reporter : the consumer stated pen needle clogs partway through the injection and that 12 pen needles affected. Date of event : unknown. Samples : available.

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval: yes. D.9. Returned to manufacturer on: 12/31/2021. H.6. Investigation: customer returned a total of 2 used 4mm, 32 gauge nano pro pen needles from lot 0238852. The pen needles were visually inspected prior to testing. 1 pen needle was found to have a bent needle on the non-patient side of the hub¿s needle cannula. This damage would prevent testing for clogs since the needle cannot properly attach to the pen. As a result, the pen needle would appear to be clogged during use. Based on the damage present, the needle bending may have occurred accidentally while the user was preparing the pen needle for use, potentially if the pen was not properly aligned with the cannula. The remaining sample was attached to a test pen filled with saline. Saline was pushed through the system and out the distal tip of the remaining pen needle. No issues were found with the remaining pen needle. A lot history review was carried out and no related non conformance's were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Based on the samples received, bd found that a pen needle had become bent on the non-patient side. This damage could resemble the needle being clogged as a result of insulin not passing through the needle. The root cause of the needle bending appears to be accidental damage from stresses caused by the user during routine use as a result of inserting the pen into the pen needle while it is misaligned. This would have also given the impression that the needle was clogged since insulin would be unable to pass through the cannula.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 12 bd ultra-fine¿ nano¿ pen needles unable to deliver insulin or medication. The following information was provided by the initial reporter : the consumer stated pen needle clogs partway through the injection and that 12 pen needles affected. Date of event: unknown. Samples: available.